Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va13azs, implanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they had a loss or change of therapy. The patient stated that she had the device implanted in may and had fantastic results. The patient noted that the device cut her urinary frequency symptoms down to over 60%. The patient stated that in the last month and half or 2 months, her symptoms reverted back to where it was before. The patient stated that she had lost some weight and that she had seen her healthcare professional (hcp).the patient stated that the device was very close to her skin because she lost weight. The patient noted that it was causing her pain. The patient stated that she had been steadily losing weight and had lost about 30 pounds. The patient stated that the reason for the call was that she wanted hcp listings. The patient confirmed that she had tried increasing stimulation and changing programs. The patient noted that the hcp had tried that as well. The patient thought there was an issue with the placement of the lead because she experienced severe pain in her re ctum area when she tried her 3 other programs. The patient stated that when she decreased stimulation on those programs the pain reduced but did not go completely away. The patient stated that she still had rectal pain and had had that for several months. The patient noted that she considered the change in therapy/symptoms gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.